Manufacturer narrative:
Na

Event description:
Rep called and advised the lag screw hole in the nail was not being targeted by the jig and seemed to not be going through. Rep told the registrar to try pre-drilling the lateral cortex with the longer drill bit (360 mm) and see how they go. The registrars then called rep back to say they didn't have a 360 mm drill bit and they were going to try another nail. I called the registrars after the case, and was told they thought the nail was faulty and if I could pick it up. Upon questioning them, they advised they did tap the nail down and didn't re-tighten the nail holding bolt.